Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative, following-up at the site, reported when the issue occurred there were two monitors that were flickering. On 10/10/2016 a medtronic representative performed a navigation system check-out, software and instruments areas passed. Hardware test failed. The system screen flickered intermittently. Detected the computer, re-seated the memory and graphics card to correct this error. Issue resolved. System performed as intended. - no further issues have been reported.

Event description:
A site physician reported that their navigation system monitor screen flickers occasionally. No further details regarding this issue, or specifically when it occurred, were provided. There was no patient present when this issue was identified.